Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed multiple "cassette not attached properly" alarms. The device was visually inspected and found upstream occlusion (uso) seal buckling, downstream occlusion (dso) seal delamination, battery compartment damage. The customer reported issues were not confirmed with the functional testing. Upon opening pump found signs of fluid ingress on chassis and copper gasket of rear housing. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump was deemed as beyond economical repair (ber).

Event description:
The customer returned the device stating, "the pump¿s down keypad button was not functioning, and the pump detected a set when none is present after the latch is opened and then closed during testing". During device evaluation it was found multiple "cassette not attached properly" alarms. This alarm has a high priority which will interrupt the infusion process if displayed during use.